Event description:
It was reported that the patient presented to the hospital for an procedure. During the procedure, it was noted that the right atrial (ra) lead was dislodged resulting in loss of capture. The ra lead dislodgement was confirmed by the chest x-ray. The ra lead was capped and replaced on (B)(6) 2026. The patient was in stable condition.